Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete functionality testing) was confirmed. As received, the monitor would not complete testing. A root cause investigation is underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to complete incoming functionality testing.